Event description:
The reported feedback suggests that there is a leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of leakage was confirmed. Visual inspection observed residual fluid present throughout. Functional testing was performed; leakage was identified from the pumping segment. A closer visual inspection confirmed the presence of a small hole to the silicone tubing at the shoulder of the upper pumping segment component. The root cause of the damage may occur during the assembly process of the pumping segment due to misalignment of the assembly mechanism.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Product has not been returned.

Event description:
The reported feedback suggests that there is a leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.